Manufacturer narrative:
Block a1: meshc-20211027-fa8166db. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: two boston scientific mesh devices were implanted into the same patient. This report pertains to the advantage. It was reported to boston scientific corporation that an upsylon y-mesh and an advantage sling were implanted into the patient on (B)(6) 2009. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; recurrent incontinence surgical interventions: on (B)(6) 2009 the patient underwent further surgery regarding the upsylon y-mesh implant under general anesthesia for the following purpose: surgery on (B)(6) 2009 was to remove the mesh which had dislodged and this surgery (B)(6) 2009 was to put a new one in. Nonsurgical treatments: on (B)(6) 2015 the patient commenced pain medication: paracetamol for purpose: to relieve discomfort. Treatment duration: ongoing. The patient was treated with topical treatment (including oestrogen cream): vagifem for purpose: to thicken the vaginal walls and to assist with the painful intercourse. Treatment duration: ongoing.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh implant and a advantage implant were implanted into the patient on (B)(6) 2009. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep; back pain; vaginal pain; pelvic pain; pain inter; inab inter; diff bowel; rec incont. Surgical interventions: on (B)(6) 2009 the patient underwent further surgery regarding the upsylon y-mesh implant under general anesthesia for the following purpose: surgery on (B)(6) 2009 was to remove the mesh which had dislodged and this surgery (B)(6) 2009 was to put a new one in. Nonsurgical treatments: on (B)(6) 2015 the patient commenced pain medication: paracetamol for the treatment of: to relieve discomfort. Treatment duration: ongoing. The patient was treated with topical treatment (including oestrogen cream): vagifem for the treatment of: to thicken the vaginal walls and to assist with the painful intercourse. Treatment duration: ongoing.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.